Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer also reported that the device was stuck in rewind and alarmed low reservoir. The customer stated that the device was exposed to an x-ray and an EKG at the hospital. The customer's blood glucose at the time of admission was 600 mg/dl, but was 416 when she left. The customer's symptoms included shortness of breath. The customer was wearing the device at the time of admission. It was unknown how the customer was treated. Nothing was replaced or returned.